Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported gastrointestinal bleeding and cardiac arrhythmias could not conclusively be determined through this evaluation. The evaluation of the submitted log files confirmed the reported low flow events; however, a specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 11:20:26 through (B)(6) 2021 09:51:07. 1 low flow event was captured on (B)(6) 2021 and 10 low flow events were captured on (B)(6) 2021, when the pump flow dropped below the low threshold of 2.5lpm. Pump flow dropped to as low as 2.4lpm. Prior to and after the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18nov2014. Heartmate ii lvas IFU, rev. C, lists bleeding and cardiac arrhythmias as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev c: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due an implantable cardioverter defibrillator (ICD) shock and gastrointestinal (gi) bleeding. The nurse reported an audible alarm which was also witnessed by the patient on (B)(6) 2021. The alarm was reported to be power cable disconnect, low voltage, low flow, and pump stop alarms which were brief and self limited. The account was asked to place the patient on battery power until further investigation. No significant events were noted on lvad interrogation and review of system controller alarms. Log files were provided. A review of the log file noted one low flow event on (B)(6) 2021 at 12:59 along with clusters of low flow events on (B)(6) 2021 at 12:48, 15:06 to 15:11, 19:50, and 22:05. No other unusual events were noted. No low voltage or pump off events were noted. No power cable disconnect alarms were noted that were not part of power source changes. These type of events would all be logged in the data capture and it appeared that the controller was logging data appropriately. The patient was admitted on (B)(6) 2021. Gastrointestinal bleeding was confirmed. An esophagogastroduodenoscopy (egd) and colonoscopy were performed on (B)(6) 2021. Two bleeding colonic angioectasias were treated with argon plasma coagulation (apc). The device operated as expected. The patient was stable. The account lowered the patient's international normalized ratio (inr) goal to 1.8 to 2.5. The account planned to continue sandostatin im injections for 5 weeks. Treatment for arrhythmia was amiodarone loading and maintenance dosing. The arrhythmia did not result in clinical compromise. The patient had ventricular tachycardia (vt) which terminated after an implantable cardioverter defibrillator (ICD) shock. The arrhythmia existed prior to the ventricular assist device (vad) implant. The ICD was implanted on (B)(6) 2010 and was manufactured by another company. The account planned to continue amiodarone. The cause of the low flow alarms was not identified. The patient was asymptomatic and stable. There were no changes to plan of care.